Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to the loose protruded drive support disk. The device passed the stop current test, run current test, and displacement test. Was unable to perform the self-test, unexpected restart test, off no power test, occlusion test, and no delivery test due to the compromised force sensor system alarm. The device was missing the end cap sticker and it had the following cosmetic damage: cracked case at the display window corners, minor scratches and cracks on the display window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system and it won't prime. The customer's blood glucose was 430 mg/dl, customer hasn't treated. Troubleshooting was performed and the customer noted the drive support cap was protruded. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.